Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 576 mg/dl. Caller stated that the customer had steroid medication for a cough prescribed from another dr which caused the blood glucose to rise. Caller stated that the customer's insulin pump is cracked and a piece is missing. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked case at display window corners, reservoir tube and battery tube threads, scratched display window.